Event description:
The light lead was left on a drape whilst the scope was placed on the mayo trolley. Almost immediately the scrub sister smell "something" burning. It was alleged a burn mark was seen on a cotton green drape. Upon removal of the drapes three "burn" marks were visible. Pt was informed, was ok about incident. The pt was immediately treated with flammazine cream.